Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Partial reset counter=1, wd reason hex=01, wd reason=wdto statusfw reason hex 0000, incorrect programmable parameters checksum detected, on (B)(6) 2009.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Partial reset counter=1, wd reason hex=01, wd reason=wd to status fw reason hex 0000, incorrect programmable parameters checksum detected, on (B)(6) 2009.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the device had an electrical reset that was caused by a flipped bit. An mgr (manual-guided reset) procedure will be done to fix this issue. It was further reported that an error was shown upon interrogating the device. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the device had an electrical reset that was caused by a flipped bit. An mgr (manual-guided reset) procedure will be done to fix this issue. The device is still in use. No patient complications were reported as a result of this event.